Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a top case damage, motor not running and base was not responding. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seals to be intact, the top case was observed to be cracked down the left side. The device?s event history log was reviewed for evidence of the reported event, ?motor not running? And ?base not responding? Was found in history log. To conduct functional testing, the device was powered up, and an occlusion test was performed. Customer reported issue ?motor not running? Was duplicated but ?base not responding? Was unable to be duplicated. Motor not running was due to impact that knocked the main board out of the extrusion slot, base not responding is an advisory alarm that occurs if the pump is powered off within 5 seconds of the pump being powered on, turning the pump back on will clear the alarm so no action is required to correct. Top case damage is a result of customer damage. The mainboard was repositioned into the extrusion slot, and the top case was replaced, the device passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: health effects - clinical signs and symptoms or conditions code corrected.